Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sleepy and tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of e-5 using true metrix meter. Test strip lot manufacturer's expiration date is 10/16/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer does not control his blood sugars very well he drank a soda that was not diet full of sugar. About 2 hrs. Later he started to run his blood and it was e-5 after blood is applied to the strips. We ran it 2 more times without getting a blood reading. I advised his sister to call 911 or the dr. Customer states he is feeling very sleepy and tired.